Event description:
Healthcare professional reported ¿after explant streptococcus on left implant¿ and ¿inflammation throughout the body". The following reported events have been deemed not related to the device: ¿dry eyes¿, ¿thyroid issues¿, ¿swelling of left arm¿, ¿allergies¿, ¿stiff arm pain, unable to make a fist¿, and ¿breast implant illness". Affected side is left. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "after explant streptococcus on left implant".

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device work order (B)(4) was manufactured under controlled conditions in accordance with abbvie¿s procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of (B)(6) 2020 through (B)(6) 2022, no adverse trend was noted. During the trend review of all infection complaints for the period of (B)(6) 2020 through (B)(6) 2022, no adverse trend was noted (only pr# (B)(4). In (B)(6) 2021). Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported ¿after explant streptococcus on left implant¿ and ¿inflammation throughout the body". The following reported events have been deemed not related to the device: ¿dry eyes¿, ¿thyroid issues¿, ¿swelling of left arm¿, ¿allergies¿, ¿stiff arm pain, unable to make a fist¿, and ¿breast implant illness". Affected side is left. The device has been explanted.